Event description:
It was reported that after pre-dilating the lesion with an unspecified 1.5x8 nc balloon dilatation catheter, a 3.0x28 rx xience pro stent delivery system (sds) was advanced via radial access to the lesion with resistance felt and force applied and the stent was deployed without difficulty in the moderately calcified, 95% stenosed, de novo lesion in the moderately tortuous, mid right coronary artery when a distal edge dissection was noted. The sds was withdrawn from the anatomy without difficulty. The dissection was successfully covered via deployment of another 3.0x28 rx xience pro stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.